Manufacturer narrative:
Additional information: based on the received information, the patient experienced painful sensation during stimulation and occasional facial nerve stimulation (fns) at high stimulation levels. The observed symptoms are most likely due to device unrelated clinical/surgical reasons, as imaging confirmed proper positioning of the active electrode array within the cochlea and in-situ measurements are indicative of a functional device. Fns is a known side-effect of ci implantation. The patient will be monitored by the clinic and the device remains implanted at this time.

Event description:
Reportedly, a painful sensation is observed before most comfortable level (mcl) of stimulation can be reached. Sometimes, facial stimulation was also observed at higher stimulation levels. In situ testing showed an increase in electrodes impedance over the years though implant check results were indicative of a functional device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, a painful sensation is observed before most comfortable level (mcl) of stimulation can be reached. Sometimes, facial stimulation was also observed at higher stimulation levels. In situ testing showed an increase in electrodes impedance over the years though implant check results were indicative of a functional device. Diagnostic imaging as well as re-implantation are being considered.